Event description:
Hamilton medical ag received the following event description: during the ventilation of a patient, the device alarmed with tf 9950. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Manufacturer narrative:
Follow-up 1: investigation outcome. Hamilton medical ag received the logfiles of the device for analysis. Upon review of the logfiles , the issue reported by the customer could be confirmed. The device alarmed with the technical fault 9950 and tf1617 on the day of the event. The event occurred during ventilation, however, no harm to the patient was reported. 2025-02-11 10:09:46 tf : 1617 tech fault 1617. 2025-02-11 10:09:35 tf : 1617 tech fault 1617. 2025-02-11 10:09:22 tf : 1617 tech fault 1617. 2025-02-11 10:09:22 tf : 9950 tech fault 9950. 2025-02-11 09:57:30 low minute volume alarms 5006. 2025-02-11 09:57:28 high frequency alarms 4004. Tf9950 (can appear together with itf 1617) indicates a communication interruption between ipp and vup. The itf1617 occurs when the graphical user interface process tries to communicate with the vup but fails. The watchdog tf 9950 is triggered if this graphical user interface process is blocked for at least 8 seconds. After the event, tests were performed on the device and no issues were detected. The failure could not be replicated based on the available information, the exact root cause of the event could not be determined.